Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio replaced the device's power pcb assembly to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device will be returned to the customer for use. The root cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.